Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon impacting pinnacle liner with the large acetabular insertion handle. The handle had the 36mm orange impactor tip on the other end. On the 3rd mallet strike of impacting the liner, the silver end cap of the impaction handle that absorbs the mallet strike broke away from the rest of the handle. The silver absorption tip end fell clean away from the handle onto the floor. There were no debirs or parts generate. The insertion handle became 2 pieces with the silver absorption part breaking away from the handle.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary - the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.